Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had not used their ins in "years," because the ins "stopped working and was shocking" the pt about "7 years ago," but the pt was unsure of the exact date of event. The pt re-reported previously documented information regarding them not having their pt programmer at their MRI appointment to enter MRI mode because their pt programmer was located 4 hours away, but was not lost (as previously documented). Patient services specialist (pss) reviewed that since the pt hasn't used their ins in a long period of time their ins could possibly be over-discharged. Pss reviewed with the pt the meaning of an over-discharged ins and they would need to consult with their healthcare provider (hcp) to possibly get the ins out of the over-discharged state before they can charge their ins and then enter MRI mode with the pt programmer. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.